Manufacturer narrative:
D10: concomittants: 100-28-00 - cocr femoral head 28mm +0mm neck 114-11-02 - acumatch p series porous coated 120-01-50 - acumatch cluster cup porous coated 50mm 132-28-06 - acumatch 15 degree liner 136-36-52 - nv gxl lnr, +5lat, 36mm g2-52/54mm cups 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 180-65-20 - alteon 6.5mm screw, 20mm 190-31-03 - alt ha s clr ext sz 3.

Event description:
It was reported that a female patient, initial right hip implanted on an unknown date, underwent a revision procedure in (B)(6) 2024. The cup was revised to a competitor¿s device and the femoral head balls were revised due to pain. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. Reason unknown. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, g the most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.